Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is no longer responding to sound on the right side. The patient reportedly fell down the stairs recently. Further tests are scheduled.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The reported fall and blow to the patients head might have weakened the fixation of the electrode which led to electrode mobility. In addition, a CT scan showed the active electrode to have migrated into the semi-circular canals. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient is no longer responding to sound on the right side. The patient is bilaterally implanted. The parent reported that the patient fell down some stairs at approximately the same time the child stopped responding to sound. It has been reported the patient is now not wearing the device. The patient has always had balance issues and per the audiologist a CT scan was performed prior to the fall. Impedance values were normal and patient had been responding appropriately. The patient was re-implanted on (B)(6) 2016. The surgeon first re-positioned the original device but intra-op testing showed 8 channels with high impedance and the decision was made to re-implant with a new device.